Event description:
It was reported that the unspecified bd ¿ syringe's plunger movement was difficult. The following was received by the initial reporter: spontaneous. (B)(6) (lpn) reported pt (patient) was due for injection on (B)(6) 2023. After reconstitution, nurse went to draw back and push air through. Syringe felt very tight and when it finally gave way, some of the medication shot out while attempting to clear air in syringe. Lost medication and unable to provide complete dose with that vial. They had another vial on hand from same lot, reconstituted and administered that vial instead at time of appointment no missed dose or adverse event reported.

Manufacturer narrative:
E.4. FDA notified: the initial reporter also notified the FDA via medwatch# [mw5144737]. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and/or lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in franklin lakes, nj has been listed in sections d.3. And g.1. And the franklin lakes FDA registration number has been used for the manufacture report number. D.4. Medical device expiration date: unknown . H.4. Device manufacture date: unknown. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.